Event description:
Additional information was received from a consumer. It was noted that they called in august about a phenomena that is occurring; this conflicts with previous information that this was originally reported in (B)(6) 2019. It was reported that they had a few falls, and in (B)(6), and 2-3 days ago they had had issues where they felt an intense pain, deep to the implant site. It was clarified that the implant site was tender, but deep in the bones of the hip was where it really hurt. It was stated that it was a debilitating pain; the pain was so strong and in the december episode they spent 3 days in bed before they turned the device off, and the pain eventually subsided. They started to have the issue again a few days ago and had since turned the device off. They had turned it on at a lower setting, but the pain was exactly the same. The patient stated that they think ¿the¿ could have come dislodged due to the falls that they had. It was noted that they had had an x-ray to rule out pneumonia this time, and they had met with an orthopedist who said that there were no issues that could be causing, other than ¿old age arthritis¿ that shouldn¿t be that intense. It was noted that they would be following up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient noted they were taking prednisone which resulted in drinking a lot of fluids to compensate for their thirst so they had to increase stimulation to help them use the bathroom. They were experiencing pain in their vagina as a result of the programming adjustment so they decreased to 1.5v, but noticed pain around their incision site and in their hip. Caller added that their hip bone is tender to the touch that extends to their back above the "unit". They also "feel like the unit is protruding more than it was". They also added that they decreased stimulation to 0.5v which lessened the pain, but it is still present even when standing up. The call center reviewed keeping a diary of symptoms, turning stimulation off, and following up with the healthcare provider (hcp) to discuss their symptoms. No further patient complications have been reported as a result of this event.